Event description:
Pt admitted for r/o appendicitis vs ruptured ovarian cyst. Pt sent to or had laparoscopic appendectomy, when then surgeon perforated the common iliac artery, which required emergency vascular surgery and cell saver. Surgeon is stating this was a problem with the trocar. Pt required admission into the surgical intensive care unit, received 2 units of blood. Pt is still admitted, but has been transferred to a surgical bed, and good outcome is expected.